Manufacturer narrative:
The astral device was returned to resmed for an investigation. Performance testing confirmed the reported blank display, however, performance testing could not reproduce the reported unresponsive touchscreen. Visual inspection of the main circuit board revealed a press mark on the capacitor. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported blank display was due to physical damage. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device had an unresponsive touchscreen. During evaluation, the display was blank. There was no patient harm or serious injury reported as a result of this incident.

Event description:
It was reported to resmed that an astral device had an unresponsive touchscreen. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The device was received by resmed and an evaluation confirmed the complaint and also revealed a blank display. The main circuit board and top case were replaced to resolve the issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference #: (B)(4).